Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the heater wire on the hemopro detached from the silicone jaw. Nothing fell into the pt and no intervention was required. This occurred after the lower leg was harvested, as they began to harvest the upper leg vein. A replacement device was used to complete the procedure. The hosp did not report any pt effects.